Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contraction baker grade unknown.

Event description:
Healthcare professional reported left side deflation. The patient reports right side deflation and the left side capsular contraction baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: fold creases, observed void >1 mm in non-textured, valve-to shell-bond area, wear abrasion. Leak test no identify any opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no openings found. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported left side deflation. The patient reported left side capsular contraction baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.